Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of a ventricular lead, a pericardial effusion occurred. A pericardiocentesis was performed. The lead was implanted successfully. The patient's condition was good post procedure.